Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right atrial (ra) impedance measurements of greater than 3000 ohms, loss of capture, and deflections on the ra channel. A surgical revision was performed, during which the lead fell out of the device header. The lead measurements were good; therefore the lead was connected to the device and both the lead and device remain in service. No additional adverse patient effects were reported.

Event description:
This report is being filed to provide updated evaluation coding.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed.this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This report is being filed to provide updated evaluation coding.